Event description:
Upon further review of the event as reported, only one event was reported; therefore, mw report mw 3004748541-2025-00121 was reported. In error.

Manufacturer narrative:
Correction: b5. Upon further review of the event as reported, only one event was reported; therefore, mw report mw 3004748541-2025-00121 was reported. In error. No additional information will be submitted in mw report mw 3004748541-2025-00121. All information reasonably known as of 06 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. It was reported: during morning (am) assessments, the oxygen tubing was found disconnected from the bag; there was no report of a delay in therapy and/or harm or injury as a result of this reported event.

Manufacturer narrative:
The product involved in the report is not available for return. A review of the device history record is in-progress. All information reasonably known as of 13 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.